Event description:
Facility reported the tubing of needle disconnected from female luer portion of needle during treatment. The treatment was discontinued. Estimated blood loss = 300ml. No patient injury or need for medical intervention is reported, MDR is filed for blood loss only. Actual complaint sample was discarded.